Manufacturer narrative:
Per additional information received from the fe, the device was able to switch to and run on battery for approximately 30 minutes. Therefore, there was no reportable malfunction. Per additional information received from the fe, the device was able to switch to and run on battery for approximately 30 minutes. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in failure to switch to battery when ac power was lost. There was no patient involvement.